Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's pacemaker exhibited high capture threshold measurements. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes that programming changes were made to address high capture threshold measurements. The patient had no adverse consequences.